Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. Additional information was received that the previously reported lead revision did not take place and will not take place. The patient passed away and it was not related to the device or stimulation; therefore, this is no longer considered a reportable event. As there was no reported allegation against the device itself and no indication of an issue with device performance, boston scientific no longer considers this to be a reportable event.